Event description:
It was reported that the introducer was placed through a 9.5 french safe sheath. Function was appropriate. During withdrawal from the safe sheath, the catheter came apart, at the first depth marker, then again at the second depth marker. There was no injury to the patient.